Event description:
In 2000, the cryopreserved aortic valve and conduit in question was implanted into a patient during an rvot reconstruction. At that time, the pt's history was significant for pulmonary regurgitation/insufficiency, stenosis, congestive heart failure, and tetralogy of fallot. At approximately three months post-op (2001), the patient presented with moderate pulmonary regurgitation/insufficiency. Six and half months later, the patient underwent repeat rvot with use of a cryopreserved pulmonary valve and tricuspid valve annuloplasty due to severe pulmonary insufficiency and severe tricuspid regurgitation.